Event description:
The customer contacted baxter's technical service center to report the heater bag was getting too hot, which occurred on the homechoice (hc) during use. The home patient (hp) stated she was setting the heater bag on the cradle correctly but the fluid was too hot to use. The technical service representative initiated a swap of the machine. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of heater bag getting too hot was confirmed in the device logs but not duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. Heater pan and heater bag temperatures were monitored during a simulated therapy. No issues were detected. The assignable cause for the heater bag getting too hot was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the heater bag getting too hot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.